Event description:
It was reported that the ventilator generated a technical error codes indicating an inspiratory flowmeter error and indicating inspiratory flowmeter temperature sensor range error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to field service engineer's (fse) technical errors were generated immediately after the device was turned on. During disassembly of the device, it was noticed that some of the screws are missing. It was found that the flowmeter cable connecting the inspiratory flowmeter to inspiratory channel board is not correctly connected. The cable was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error indicating an inspiratory flowmeter error is activated when the motor status message has reported failure in the i2c flowmeter bus for more than 1 second. Technical error indicating an inspiratory flowmeter temperature sensor range error is activated if flow meter gas temperature sensor data is outside sensor limits (0-60°c). Flowmeter cable is a connector cable for the inspiratory flowmeter. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. The device's logs were not provided. The cause to the reported issues has been determined as related to flowmeter cable.